Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: contamination.

Event description:
Healthcare professional reported "when opening the packaging for the natrelle implant that the paper ripped and cause some particles to fall into the sterile environment". Device was not implanted.